Event description:
It was reported to ventec that the device unexpectedly powered off during patient use. The customer stated that the on/off button started flashing before the device unexpectedly shut down. Staff who were present immediately provided the patient with manual ventilation until they could be placed on another ventilator. The reporter also stated that their subsequent attempts to power the device on resulted in it shutting down immediately without any indicators or warnings. The patient survived the event. The reporter advised that there was no harm to the patient as a result of the reported issue, however, medical intervention was required in order to prevent permanent impairment/damage to the patient.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of unexpected loss of power was confirmed. Ventec opened the device to perform an internal inspection and observed that the device's cough assist valve had a torn poppet ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was torn.